Event description:
Dimensional discrepancy. When the surgeon tried to put the set screw into the nail, the set screw driver was not able to pass through in the nail holding screw, so he finished the surgery without putting the set screw in correct position. After the surgery, our loan staff found that the inner diameter of nail holding screw was smaller than other.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (dimensional discrepancy and (B) (4)).